Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, there was a black particle inside the sterile package, it looked like metal. There was no patient harm/injury or surgical delay reported. Due diligence is in process; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: a1, b4, b5, d2, g1, g3, g6, h1, h2, h6, h10, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection, there was a black particle inside the sterile package, it looked like metal. There was no patient harm/injury or surgical delay as there was no patient involvement. Destructive testing of product returned is possible. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. 10 devices were returned sealed within the sterile packaging. Visual examination of the returned products/provided pictures found 7 of the sterile packages were conforming to specifications and did not have foreign particulates. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.